Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose level was unknown at time of incident. Customer advised to insert new battery after red light stops flashing and insert reservoir, call back if issue persists. Product will not be returned for analysis.